Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included headache, anxiety, mood disorder, dysmenorrhea, gluten intolerance, sinusitis, hives, nickel sensitivity, sleep disturbance, pharyngitis, eustachian tube dysfunction, asthma, hyperlipidemia and allergic rhinitis. Concomitant products included cetirizine hydrochloride (zyrtec allergy), naproxen, sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder:"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding ( vaginal,menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), 1 year after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, vulvovaginal pain, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, cystitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-jul-2020: plaintiff fact sheet received. Reporter information updated. Case became serious incident. Essure removal was done. Essure stop date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included headache, anxiety, mood disorder, dysmenorrhea, gluten intolerance, sinusitis, hives, nickel sensitivity, sleep disturbance, pharyngitis, eustachian tube dysfunction, asthma, hyperlipidemia and allergic rhinitis. Concomitant products included cetirizine hydrochloride (zyrtec allergy), naproxen, sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder:"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding ( vaginal,menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), 1 year after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, vulvovaginal pain, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, cystitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.